Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, although pump had not yet shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on mobile app to deliver insulin until replacement arrived, and technical support arranged shipment of replacement pump with updated software.